Event description:
Related manufacturer reference number 1627487-2019-06065. Related manufacturer reference number 1627487-2019-08277. Surgical intervention occurred on (B)(6) 2019 to replace the leads at t12 and l1 vertebral levels. Surgery addressed the issue.

Event description:
A supplemental report was required to include an implant date.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: manufacturer report number: 1627487-2019-06065. It was reported that the patient experienced a shocking sensation at the ipg site. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-06067.